Manufacturer narrative:
The lens was returned to b+l. Visual inspection found the lens cut in two pieces. Due to the condition in which the lens was returned further testing could not be performed. One retain sample from the same lot (7547819) was inspected and all measurements were found to be within specifications. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the information available, the root cause of the reported event could not be determined.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that a customer has a refractive surprise post lens implant. A symmetric posterior vault was noted 1 month post implant. The physician indicated the likely cause of the event was lens vault. The patient's current prognosis and treatment is "good". Doctor plans on replacing the 19.00 diopter lens with a 20.50 or 20.25 diopter lens. This event pertains to the patient's left eye.